Event description:
Pt had left eye cataract extraction on (B)(6) 2017. She returned to ophthalmology on (B)(6) 2017 and was diagnosed with acute left endophthalmitis. At this time, it is not confirmed if there is permanent damage.